Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, that the third firing misfired. Staples were missing along the middle of the cut. Two staples can be seen sticking out of the middle of the cartridge on the patient and specimen side. The device did cut all the way and those staples that were deployed appear to have been properly formed. The cut line looked good. Buttressing was used. The procedure was completed using the same device with different reloads. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # n55j55. The analysis results showed that one gst60g cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.